Manufacturer narrative:
Correction: e1 (phone number), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the trocar was in place in the patient¿s abdomen. During manipulation of the scope within the trocar, the grey plastic tip pusher became detached and got stuck but did not fall into the cavity of the patient. Removal of the trocar, use of another was done. There was no patient injury.

Manufacturer narrative:
Correction: b3, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the lock collar, main valve seal and converter doors were intact. The inflation syringe was not received. The obturator was not received. Functional testing found that the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. It was reported that the seal disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: balloon over inflated and broken flapper valve. Visual inspection noted that the flapper door button was broken and the door was inside the body of the device. The trocar balloon was disengaged from the cannula. Functional testing found the balloon was inflated, no leaks detected. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application and when excessive air is applied. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Use proper inflation volume of balloon using included syringe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the trocar was in place in the patient¿s abdomen. During manipulation of the scope within the trocar, the grey plastic tip pusher became detached and got stuck but did not fall into the cavity of the patient. There was no patient injury.